Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value and under delivery of insulin. Customer¿s blood glucose value at time of incident was 341 mg/dl and current blood glucose value was 270 mg/dl. Customer treated with flex pen, slow and fast acting. Customer stated that they had contacted their healthcare professional regarding high blood glucose level. Insulin pump will not be returned for analysis.